Event description:
It was reported that the customer experienced issues with their insulin pump, specifically that the pump did not alarm for low battery, which resulted in the pump shutting off unexpectedly. There was no reported impact on the customer's blood glucose level. The customer declined follow-up from technical support and was in the process of renewing their warranty. No further information was available regarding the outcome of the event.